Manufacturer narrative:
(B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms and meter results. Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip most likely underlying root cause: mlc-062:user had poor technique note 1: manufacturer contacted customer in a follow-up call on 25-oct-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling dizzy and weak. No additional medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 02-nov-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer also stated her condition had improved and she did not currently have any diabetic symptoms.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 181, 121, 107 and 115 mg/dl. The customer¿s expected am fasting blood glucose test result is 100 mg/dl and expected blood glucose test result 2 hours post meal is 200 mg/dl. At the time of the call, the customer reported feeling weak and dizzy. Customer stated that she has been feeling weak and dizzy for the past few weeks. Customer stated due to the symptoms and the results obtained from the meter she had gone to see the doctor on (B)(6) 2021. Customer stated she had lab work done and was advised to see a neurologist. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of 118 mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/23/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).